Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, possible rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced right breast pain and distortion. During an in-office visit with a medical professional, she was diagnosed with bilateral capsular contracture (the baker grade rating for left side was not provided; right-sided baker grade IV) which may have caused possible bilaterally ruptured breast implants. As a result, the patient underwent bilateral breast implant removal on (B)(6) 2024. This report is for the left breast prosthesis.

Manufacturer narrative:
On january 22, 2025, mentor was notified that only the right breast implant was confirmed to be ruptured when the implants were removed. As this report is for the left device, rupture code is no longer applicable to this file. On february 06, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, paperwork received with the device provided that an updated date of explantation. Date of explantation: (B)(6) 2025. On february 11, 2025, mentor became aware that the patient underwent bilateral removal and replacement with 475cc mentor memorygel breast implants during the revision surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 19, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 02, 2024, mentor was notified that the explantation surgery was rescheduled for (B)(6) 2024. On december 04, 2024, mentor was notified that the patient rescheduled the surgery again. An approximated explantation date of (B)(6) 2025 was provided. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).